Event description:
It was reported that during a da vinci-assisted surgical procedure for a bilateral inguinal hernia, the customer contacted the technical support engineer (tse) for support due an issue they were experiencing with the endoscope. Tse reviewed logs and observed error code 23003 pointing to the endoscope. Customer exchanged the endoscope, but it had "upside down" image. Tse had the customer remove the endoscope and clear memory on the unversal side manipulator (usm) arm. Customer did so and reinstalled endoscope. Issue was resolved and procedure was completed using the same endoscope with no reported patient injury. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a 1/3 near integrated connector of the endoscope cable. The endoscope was evaluated and found with a defective camera instrument adapter. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.